Event description:
After an implantation period of approx. 54 months, oversensing on the ventricular channel was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 58 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not received. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragment. In particular the insulation in the distal end region was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.